Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week after implant, the patient experienced intermittent phrenic nerve stimulation due to the left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. The patient is a participant in adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.